Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time. The owner's manual warns the user that performing prime operations while the infusion set is still connected to the user's body can lead to unintended delivery of insulin, which can lead to serious injury or death.

Event description:
The distributor reported that the patient was performing "ezprime" functions while the infusion set was attached to his/her body. The patient was instructed in the past not to prime while attached but delivered 80 units through a prime. The patient went to the hospital's accident and emergency department, but was not admitted to the hospital.